Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: no video output confirmed failure: main board failure probable root cause: tx antenna/main board rx antenna/main board connectors tx/rx software wireless channel availability wireless interference with other systems in the room use error faulty hdmi cable faulty fan resulting in increased device temperature excessive channel restriction the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.